Event description:
It was reported that signal loss over one hour occurred. The patient experienced loss of consciousness, his partner took blood glucose reading and it was 40mg/dl. The patient´s partner called the paramedics who administered glucose IV at home, the patient recovered after some minutes. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.